Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
E1- initial reported phone number: (B)(6).

Event description:
It was reported that during an implant procedure, a lead was damaged, and blood entered the inside of the lead. The lead was explanted to resolve the issue.